Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 adaptor seemed to not transmit energy to the jaws when attempting to seal first branch. Although the power supply was plugged in and the power indicator light was glowing, there was no beeping and no indication of burning/sealing by the jaws. The extension cable was plugged into both the adaptor and the hpii technology. The power supply was turned off and on, and the cables detached and re-attached with no change. Right before the power supply and adaptor were to be changed out, the device suddenly started working. After a few burns, it did not work again. The adaptor and power supply were changed out at that point. After the procedure, harvesters attempted to recreate the problem to isolate the issue, but the device worked continuously with the original power supply and adaptor combination. Harvester suspects the adaptor was to blame. There was no patient injury.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.